Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the ultraverse 018 pta balloon catheter. Prior to the procedure, the sterilization pack was found to be torn, and the product is in a broken sterilized package. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraverse 018 and full original packaging were returned for evaluation. The tyvek sterile packaging was evaluated, and a portion of the sterile barrier was noted to be torn with the device hub extending out from the packaging. No other tears or opening were noted. The portion of the torn clear packaging was examined, and adhesive was noted on the packaging, indicating previous attachment of the sterile barrier. The barrier seems to be torn due to the hub exiting through the packaging. It was additionally noted that slight opaqueness was identified on the inside of device hub. Therefore, the investigation is confirmed for the reported tear in the device packaging as the hub was noted to be exiting through the device packaging. The investigation is also confirmed for the identified material opacification as the device hub was noted to be slightly opaque. The likely cause of the reported packaging problem is due to the device hub puncturing through the sterile packaging. The reported material opacification is possibly due to incomplete curing of the uv glue used in the luer assembly during the assembly process. However, a definitive root cause for the failures could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the ultra verse 018 pta balloon catheter. Prior to the procedure, the sterilization pack was found to be torn, and the product is in a broken sterilized package. The procedure was completed using another device. There was no patient contact.